Manufacturer narrative:
Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that during pump implant in (B)(6) 2013, the pump was ¿put in the wrong place¿; the pump was implanted in the patient¿s back. In (B)(6) 2013, the pump was moved from the patient¿s back to her right abdomen and the catheter was tunneled (please refer to manufacturer report # 3004209178-2013-07740). A ¿couple months¿ after the surgery the patient¿s belly button herniated and the pump began to move ¿like all over the place¿. The patient then began to experience problems with numbness on the left side of her abdomen. The numbness began approximately 2-3 weeks prior to the report and had gotten rapidly and progressively worse in frequency and duration. The patient stated ¿like full complete abdominal, down the leg numbness¿ on her left side. The patient was concerned about the numbness as it made her fall and she did not feel steady. The patient saw a doctor at a spine institute who ordered a CT myelogram of the cervical, lumbar and thoracic spine, a standing 36 inch x-ray and a nerve conduction study on her abdominal are a. The device system delivered morphine, bupivacaine and baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer who reported that they had a problem to their belly button because the suture was lose. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2018-may-21. The patient's weight was provided. No further complications were reported.